Event description:
While doing final reduction of the hip the double mobility liner disengaged from the 28mm cocr femoral head. The surgeon changed both the components and the surgery was completed successfully.

Manufacturer narrative:
Document review. Versafitcup double mobility liner - (B)(4) lot 103411: (B)(4). All parameters were found to be conforming to specifications valid at the time of manufacturing. Twenty two liners belonging to this lot have been already implanted and no incidents have been reported up to now. Cocr femoral ball head (k072857) - (B)(4)/lot. 111970: (B)(4). All parameters were found to be confirming to specifications valid at the time of manufacturing. Twenty three heads belonging to this lot have been already implanted and no incidents have been reported up to now. The double mobility liners have a retension mechanism with the ball heads and the heads are impacted on the liners with a specific instrument. The pieces were not yet received back for the analysis. On the basis on the info collected, the event is probably related to a wrong operation done during the surgery.